Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a patient had visual quality complaints at all distances 2 weeks after synergy implantation in the dominant eye with the intraocular lens (iol). Reportedly, the patient had prior myopic lasik surgery (before cataract surgery). The surgeon was considering contact lens fitting, possibly neuroadaptation, and a possible iol exchange. Through follow up, it was learned that the patient was experiencing blurry, hazy vision at distance and near in the right eye even though at day 1 post-operative (op) visual acuity (va) sc (without correction) 20/20 distance and j1+ at 12 inches. Issue was first observed 4 hours post-op. The symptoms were significantly interfering with daily activities as the patient could not see to drive, near tasks were tolerable, but blurry and nothing was clear. Therefore, the lens was explanted and discarded. There was no incision enlargement or vitrectomy required. Another johnson & johnson zxr00 lens (different model and same diopter) was implanted as a replacement. Day 1 va sc 20/20 distance, j3 near. Patient states distance vision is perfect, near vision slightly blurry, but the blurring is completely gone with the new lens. Additional information was provided that the lens was also explanted due to ghosting images. No further information was provided.